Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed an algorithm error alert 58 with intermittent screen issues including delayed wake, pink coloration, lines across the display, and freezing, after which a replacement was arranged and the user planned to use backup therapy as needed; blood glucose was elevated overnight due to the alert but the user initiated a meal dose and glucose trended downward. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to further characterize a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.